Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system did not indicate door closed. There was no patient involved. It was later reported that to troubleshoot, a door closing/open test was run. It was noted that the system was fully operational after the test and the issue could not be duplicated.